Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that black residue was observed on the prongs of the transmitter and it wouldn't light up. The transmitter was exchanged. There were no patient consequences.